Event description:
A report was received that after the ipg implant procedure the patient was vomiting. The physician prescribed medication for the vomiting and believes it is caused by anesthesia. The patient was later admitted to the hospital for blood clots in the lungs. The physician believes the blood clots are caused by a combination of the surgery, family history and other medications. The patient was given cumadin and shots in her stomach to try to remove clots. The patient was later released from the hospital is reportedly doing well.